Manufacturer narrative:
(B)(4) it was reported that during an afib case, a perforation and pericardial effusion were noticed as the patient's blood pressure dropped. The pericardial effusion and perforation were confirmed by a transthoracic echocardiogram. Caller reported that the medical intervention provided was a pericardiocentesis and 200cc of fluid were removed. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref # (B)(4).

Event description:
It was reported that a patient, (B)(6) female underwent an atrial fibrillation (afib) procedure suffered a cardiac tamponade was confirmed by a transthoracic echocardiogram. A pericardiocentesis was done and 200cc of fluid were removed. A transseptal puncture was performed in this case. The patient required extended hospitalization for 1 day because of the adverse event. The physician¿s opinion on the cause of this adverse event was procedure related.

Manufacturer narrative:
(B)(4). (B)(6). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 (10293), stockert (s/n:(B)(4)), cool flow pump (s/n:(B)(4)), cs catheter (bd710df282ct, 17127307m), and a lasso catheter d134901, 17151250l). (B)(4).